Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the per wo evaluation, there was slow filling and circulation pump command was high observed circulation pump would be replaced as preventive maintenance. Leak observed from drain ports in an arctic sun device.

Event description:
It was reported that the per wo evaluation, there was slow filling and circulation pump command was high observed circulation pump would be replaced as preventive maintenance. Leak observed from drain ports in an arctic sun device.

Manufacturer narrative:
The reported issue is confirmed. The root cause is a failing circulation pump. The device was evaluated upon receipt. It was found that the circulation pump command is high. The circulation pump was replaced. The drain ports were leaking. Some pm is required. The drain ports were replaced. The coin cell was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The initial reporter's facility name: bdi crawley-UK depot bard limited bard limited forest house. Correction: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.